Event description:
The customer reported a speaker malfunction. It is unknown if the device was in clinical use. There was no adverse event reported.

Event description:
The customer reported a speaker malfunction on their intellivue multi measurement server (x2). It is unknown if the device was in clinical use. There was no adverse event reported.